Manufacturer narrative:
Additional contact (B)(6). Updated fields - b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h11. The micu nurse confirmed appropriate troubleshooting actions- no blood in helium tubing, all cables and connections secure, and use of the help screen to perform fill and restart therapy. The patient was clinically unstable, exhibiting forceful coughing, tachycardia with frequent ectopy including runs of nst vtach, fever, and mechanical ventilation with peep of 5. Technical support explained that the alarm was likely related to the patient¿s clinical condition and provided guidance to call back if alarms recurred frequently. No performance issues with the device or catheter were identified. Notifications were sent to relevant internal stakeholders.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a gas loss alarm. She verified appropriate troubleshooting steps there was no blood in the helium tubing, all cables and connections were secure and appropriate, and she used the help screen to perform a fill and restart therapy. User reported that the patient was ventilated with a peep of 5, had a forceful cough, was tachycardic with frequent ectopy including runs of nst vtach, and has been febrile. The esp personnel explained the nature of the alarm and that it was likely caused by a combination of the above referenced clinical factors and advised to call back if the alarm came back again. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 : section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.